Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes that sometimes her pump delivers inaccurate insulin. In the last month she has experienced hyperglycemia and she doesn't know if it is a problem of her body or from the pump. No adverse event alleged. A request was made for the return of the device.